Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 550 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.